Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when removing the prostar xl needles, resistance was felt. During prostar xl needle backdown, one needle was stuck in the device. Surgery was performed to remove the stuck prostar xl needle. There was a clinically significant delay in the procedure due to the surgery. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulties could not be replicated in a testing environment as the needles and sutures were not returned. In the absence of returned components, a conclusive cause could not be determined for the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.